Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed vertigo issues and ischemic optic neuropathy. The patient did receive medical intervention in the form a doctors assessment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience vertigo issues and ischemic optic neuropathy. There was no medical intervention required by the patient. The reported event of vertigo issues and ischemic optic neuropathy and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received on nov 14, 2024, and section h10 should be reported as: the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed vertigo issues and ischemic optic neuropathy. The patient did receive medical intervention in the form a doctors assessment.the patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. (Product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.